Event description:
It was reported that prior to use with bd vacutainer® serum/ cat plus blood collection tubes foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, fm was found in a tube before usage.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.